Event description:
False negative result(s): customer stated they received inaccurate results - they were negative for all three. They went to urgent care the next day and tested positive flu b.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.